Event description:
Pt began noticing problems with pump: batteries dying within only a few days, but other batteries lasting for several weeks, this problem continues until now. Blood sugars drop too low and shoot up too high unexpectedly without cause of warning; and resulting in problems of tiredness, confusion, and stress due to bs changing so quickly. Inability to be mobile without severe reactions; house-bound much of fall '04 when having many insulin reactions due to fear of what would happen. Saw or spoke to endocrinologist on a bi-monthly basis, and had corrections made to insulin pump basal/bolus rates with little result in change to bs. Below include monthly bs in the 500's high blood sugar. Replaced batteries twice due to early wear, went thru 9 batteries this month. Next month: insulin reaction bs <34, 911 called for assist by spouse; medical team came to home. Also replaced 6 batteries due within 3 days of installing. The next month: insulin reaction, 911 called, medical team came to home. This was a major reaction. Went thru 3 batteries this month normal amount. Next month: replaced batteries 3 times due to early wear went thru 12 batteries this month. Next month: severe insulin reaction at home. Went thru 3 batteries this month normal amount. Next month: insulin reaction, 911 called for assist by neighbors who found pt on the floor; 2 medical teams came to home to get pt out of diabetic coma. Also replaced 6 batteries. Next month severe reaction at home. Replaced batteries 6 batteries. Next month: went in to diabetic coma at mall, taken to hospital by ambulance -bs<30-. Replaced 9 batteries. Next month: severe reaction at home. Replaced 9 batteries.